Event description:
Per medwatch mw5108827: spontaneous inbound call from patient to report that last night her pump started to beep, so she used the same cassette in her backup pump and it continued to beep as well. She then mixed a new cassette and this resolved the issue. Patient did not have the faulty cassette lot number at the time of call. Patient was able to continue infusion successfully after changing to a new cassette. No harm or injury occurred. Remodulin is considered a life sustaining medication. Fault occurred while in use with the patient. Cassette not available for investigation. Outcome of the event: resolved. Additional information received and attached by ICU medical on 13/may/2022 via email: contact details. Patient details.